Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed due to lack of sample. A batch review was not performed due to unknown lot information. Based on the information gathered during baxter's investigation, the root cause of the reported condition was not determined. Similar reports have been received for the reported condition. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A (B)(6) home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that occurred on the home choice (hc) machine during dwell 5 of 5. The hp stated he was connected to the machine at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up and assisted the hp to cycle power to clear the alarm. The tsr advised to let the registered nurse (rn) know about the alarm. There was no patient injury or medical intervention reported.